Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four shocks as inappropriate therapy due to oversensing of noisy signals. Additionally poor subcutaneous electrocardiogram (s-ECG) signals were noted and the smart pass feature was disabled. Therapy was turned off. X-ray imaging was performed and air bubbles were located near the xiphoid and were attributed as the cause for the issues. The device will reprogrammed to a different sensing vector. This s-ICD remains in service. No additional adverse patient effects were reported.